Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ten hours post implantable cardioverter defibrillator (ICD) system implant the patient experienced syncope and was found unresponsive. The device is suspected to be "not working". The device remains in use. No further patient complications have been reported as a result of this event.